Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2011 and mesh was implanted. The patient experienced recurrent urinary tract infections. A cystoscopy revealed mesh extrusion into the bladder base. The patient was referred to a female urology consultant for removal of mesh within bladder.